Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred. The returned sample, with a non-bard administration set, exhibited no evidence of the alleged event. The event is unconfirmed per the investigation results. Since no device malfunction occurred and there is no allegation of a serious injury to a patent, user, or other person, this event is deemed not reportable per 21 cfr part 803.

Event description:
It was reported that while infusing a high concentration vitamin through the device, leakage was confirmed from the connection part of the device and the administration set. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that while infusing a high concentration vitamin through the device, leakage was confirmed from the connection part of the device and the administration set. No patient harm reported.